Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that catheter fracture occurred. A 135/10 renegade¿ hi-flo¿ kit was selected to treat the target lesion. After unpacking, it was noticed that the device was fractured 8 to 9cm away from the hub. No issues with the package prior to use. There were no patient complications reported and the patient's status was stable. However, device analysis revealed that the shaft was found to be broken at 16.5cm from the hub.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: device was returned for analysis. A visual examination was performed and found a break in the shaft at 16.5 cm from the hub. The braid was exposed from 16.5 cm from the hub up to 24.5 cm from the hub. The catheter shaft was removed from the hoop with no resistance and inspected. No other defects were noted. A coating confirmation test was carried out to check the presence and integrity of the coating and revealed that the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).